Event description:
After deployment of a 29mm sapien xt valve, the patient experienced a high degree av block. A permanent transvenous pacemaker was placed. During a transapical tavr procedure, bav was performed with an edwards 20 x 3 balloon and the delivery system was placed in the annulus. Pacing was initiated, however the patient¿s heart rate did not exceed 120bpm and the blood pressure (bp) did not drop as recommended (approximately 105/60). During deployment of the 29mm sapien xt valve, the delivery balloon ruptured at maximum inflation. The valve was successfully deployed in a 50:50 position in the annulus. There was moderate resistance experienced while attempting to pull the delivery system into the sheath, however the system could be removed with manipulation of the sheath. Simultaneously with the balloon burst, the patient¿s rhythm converted to sustained ventricular tachycardia, which was successfully cardioverted to sinus tachycardia with systolic bp in the 40's - 50's; CPR and medical resuscitation were initiated. The patient¿s bp and rhythm stabilized and CPR was halted. Loss of capture was periodically prevalent and an attempt was made to place epicardial leads as the transvenous wire was removed. The placement of the epicardial leads was not successful as patient developed a high degree av block and loss of bp. The transvenous tpm was reinserted and the surgical site was closed. Due to the intermittent loss of capture a permanent transvenous pacemaker was placed. Thirteen days post tavr procedure, the patient went into pulseless electrical activity (pea) in the ICU and expired. The patient was struggling from a respiratory standpoint since the tavr procedure, which likely lead to the pea.

Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause for the av block is likely related to the mechanism described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.